Event description:
The customer reported that the companion 2 driver exhibited an "emergency battery error" message and audible alarm that would not clear after being plugged in and operating for several hours. The customer also reported that the driver had been left unplugged prior to pt support. The customer also reported that the companion 2 driver from performing its life-sustaining functions. The companion 2 has redundant, alternate power sources of external batteries and wall power. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.